Manufacturer narrative:
H3, h6: it was reported that, after tha had been performed on (B)(6) 2012, the patient experienced stem fracture. A revision surgery was performed on (B)(6) 2012. The polarstem stem std. Ti/ha 01 ((B)(6)) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H10. This complaint was opened by smith+nephew to document a patient complication identified through a review of the national joint registry from united kingdom that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. B3, b4: date of event and description updated. D4, d6, d10: lot number and expiration date updated. Concomitants with respective part and lot number added. H4: manufactured date added.

Event description:
It was reported that, after a right thr index surgery performed on (B)(6) 2021 to address osteoarthritis symptoms, the patient experienced an implant fracture and unexplained pain that made necessary a revision surgery on (B)(6) 2012. During this procedure, the acetabular liner and femoral head were explanted and replaced with smith and nephew components. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a primary thr surgery with a hip prosthesis construct that included a polarstem and that required a revision surgery due to specific reasons. As such, no further information will be available.

Manufacturer narrative:
H3, h6: it was reported that, after tha had been performed on (B)(6) 2012, the patient experienced stem fracture. A revision surgery was performed on (B)(6) 2012. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A complaint review and rating was performed using our current post market data. This complaint is in line with the corresponding rating in our risk file. The IFU lists the reported issue as a possible side effect resulting from a hip arthroplasty. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2012, the patient experienced stem fracture. A revision surgery was performed on (B)(6) 2012 where polarstem stem std ti/ha 01 non-cem, r3 3 hole ha ctd acet shell 48mm, biolox delta head 32 mm 12/14 m / +4 and r3 32mm ID intl dlt cer lnr 48mm were explanted. Patients current health status is unknown. This information was provided by the (B)(6) supplier feedback; therefore, further information is not available.